Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. Customer's daughter stated that the top of the battery chamber of the customer's pump broke off, and they stopped using the pump which caused the low. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test inches. Unit received with broken belt clip slot on battery tube side and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.